Event description:
On (B)(6) 2008, customer reported an event of erroneous test results for a specific sample. The rbc (red blood cells) and hgb (hemoglobin) were elevated, the wbc (white blood cells) and platelet counts were decreased, and there was an instrument generated asterisk (*) for platelets. This event occurred on (B)(6) 2008 when using the coulter ac-t diff 2 analyzer. The erroneous test results were reported out of the laboratory. The physician questioned the results. The same sample was refrigerated and reran 24 hours later with correct results. No reports of death or serious injury, and no affect to patient treatment as a result of this event. Sample was collected in a 5ml bd vacutainer. Quality control (qc) was run before and after this event and was within range.

Manufacturer narrative:
On (B)(4) 2008, the field service engineer (fse) visited the account and found the waste tubing partially plugged and probe wipe leaking. The fse replaced filters, tubing, check valves, cleaned probe wipe and bleached vacuum chamber. Fse noted the waste filter (user replaceable part) had not been changed for over two years. Qc and reproducibility was performed, all results were in range. Per labeling, when wbc and plt are too high or low, hgb and rbc are opposite, too low or high, the probable cause is the sample was not adequately mixed before aspiration. The suggested action is to remix the sample and cycle again. Based on available information, the root cause may be attributed to pre-analytical sample mixing. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events.